Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. The is display ok.

Event description:
It was reported that the customer had many scratches and a worn display on the insulin pump. No additional information provided.